Manufacturer narrative:
E1: patient city: (B)(6). Patient country: puerto rico, united states.

Event description:
Reference number (B)(4). Event occurred in puerto rico, united states. It was reported that the patient faced an infusion set leakage event on (B)(6) 2025 at quick release. Infusion set was used for less than a day. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 5404534 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 03 and wi guidance for functional testing for complaints area version 02 for the code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). Complaint investigations: photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Reference samples test results: functional air leak test 2 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: device history record (DHR) review: packaging: the lot 5404534 was manufactured according to the wi version 73, in the machine multivac 12, on 15/oct/2022, with a total of (B)(4) units. Welding: the lot 4k02946 was manufactured according to the wi version 34, manufactured in the line ls06, ls07, on 16/oct/2024 with a total of (B)(4) units. The lot 4k01377 was manufactured according to the wi version 34, manufactured in the line ls24, ls25, on 09/oct/2024with a total of (B)(4) units. Assembly: the lot 5405294 was assembled according to wi version 24 on-line inspection for assembly of quick set on 14/oct/2022, with a total of (B)(4) units. The lot 5405295 was assembled according to wi version 24 on-line inspection for assembly of quick set on 15/oct/2022, with a total of (B)(4) units. Glue-tubing lot: the lot 5405275 was packaging according to the wi version 37, in the machine mp04, mp05 and mp08, on 12/oct/2022, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 17-jun-2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 5404534 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to leak, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, one more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities. .